Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The wire was broken 188cm from the proximal end to the broken section. The overall length should be 330cm. The other piece of the wire was not returned. Rotational wear was also observed on the broken section of the wire. The device was kinked along the wire body. The overall length of the device and the outer diameter of the distal tip was unable to be measured due to the condition of the device. The outer diameter of the middle of the device and the proximal section were measured to be within specifications. Inspection revealed no other damages or irregularities.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and 330cm rotawire were selected for use for a percutaneous coronary intervention procedure in the left anterior descending artery. During preparation outside of the patient's body, while performing a draw test, the rotational speed was set to 180,000rpm; however, the rotawire snapped at about 5cm from the burr head. Consequently, the rotawire became stuck inside the advancer and was unable to be removed. The procedure was completed using a new rotalink plus and rotawire. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and 330cm rotawire were selected for use for a percutaneous coronary intervention procedure in the left anterior descending artery. During preparation outside of the patient's body, while performing a draw test, the rotational speed was set to 180,000rpm; however, the rotawire snapped at about 5cm from the burr head. Consequently, the rotawire became stuck inside the advancer and was unable to be removed. The procedure was completed using a new rotalink plus and rotawire. No patient complications were reported and the patient's condition was stable.